Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. The customer's blood glucose level was 284 mg/dl. Customer corrected the time to resolve the issue. In addition, it was reported that the customer experienced an elevated blood glucose level of 575 mg/dl. Tandem technical support performed a system check and determined that the insulin was exposed to extreme cold temperatures. Customer delivered a correction bolus via a manual injection.